Event description:
The customer reported that the device failed to turn on during routine inspection.

Manufacturer narrative:
Physio control continues to investigate the reported event. Physio-control will submit a supplemental report.